Event description:
It was reported that prior to use, the pressurewire x - wireless device was turned on and the light blinked green; however, the device was not readable on the system and the device could not be calibrated. Trouble shooting was performed, but the device still could not be detected. It was noted that the system displayed a "no wire" error message. Therefore, the device was not used in the patient and the procedure was completed with another pressurewire x - wireless device. There was no patient involvement and no clinically significant delay in the procedure. Device return analysis revealed that the proximal male connector area and microcable(s) were separated 7.3cm distal to the proximal end of the guide wire. No additional information was provided.

Manufacturer narrative:
The device was received. A visual analysis was performed on the returned device. The reported communication or transmission problem was not confirmed due to the returned condition of the device. During the visual test, it was noted that there was contrast on the sensor chip jacket, distal coils, and throughout the device. Furthermore, the device was noted to have been bent and kinked in multiple areas. The proximal male connector area and micro cables were separated 7.3cm from the proximal end of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported communication or transmission problem (signal calibration failure) and noted separation. It may be possible that inadvertent damage caused by mechanical/external force or mishandling of the device during preparation contributed to the reported signal loss and noted separation; however, due to the returned condition of the device, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.